Manufacturer narrative:
(B)(4) user selected incorrect cycle to process load.

Event description:
A customer reported the incorrect cycle was selected to process instruments in the sterrad 100nx. The cycle completed and the affected load was released. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. This event is reported to the FDA since the load was not processed in the correct cycle and was partially released and used on a patient(s). Asp will continue to follow up for additional information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to exposure to biohazardous, pathogenic or infectious material to be "low." No parts were replaced to resolve the issue. The assignable cause of the issue was due to the customer not following the instructions for use (IFU) and processed a flexible scope in a cycle not validated for use with a flexible scope. The facility staff has been re-trained on proper use of picking the correct cycles for the type of scopes being processed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.